Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that there was no telemetry and it was further noted that the insulation was damaged, exposing ground wires. It was also determined that the head failed numerous functional tests on the vxi tester and the cable was replaced to resolve all. It was also noted that the lens was scratched and the label was delaminated and therefore the head's upper case and label were both replaced.

Event description:
It was reported that the radio frequency (rf head) would not recognize any devices and there were no lights when the rf head was turned on. The rf head will be returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)